Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, the patient had a xtr mitraclip implanted. Recently, the patient was diagnosed with heart failure. On (B)(6) 2021, a mitraclip nt clip was implanted due to re-occurring mitral regurgitation (mr). After the clip was implanted there was still regurgitation medially and a 10mm amplatzer occluder was implanted between the 1st implanted clip and medial wall. The procedure was successful. On (B)(6) 2021, the 10mmm amplatzer occluder was explanted due to hemolysis around the device. The patient is not doing well.

Manufacturer narrative:
Additional information: h6, h10. An event of re-occurring mitral regurgitation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No amplatzer device is indicated for mitigation of mitral regurgitation.